Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports and the pump connector of the controller. Visual inspection under 10x magnification also revealed hairline cracks around both power ports of the controller. The observed contamination and hairline cracks are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing of the controller revealed that the no power alarm did not sound when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing. Additionally, internal inspection revealed that the internal nickel-metal hydride (nimh) battery was swollen and had signs of leakage. After the internal battery was replaced, the controller functioned as intended. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2024 at 12:44:41 and on (B)(6) 2024 at 06:36:19 due to an issue with the internal battery. Additionally, log files revealed that the controller had been in use for more than two (2) years. One (1) vad disconnect alarm was recorded on (B)(6) 2024 at 09:28:29, indicating a physical disconnection of the driveline from the controller likely during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a leaky internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's controller exhibited a controller fault alarm due to internal battery depletion, the alarm was muted. The patient is currently in the clinic with stable function parameters and clinically normal, awaiting for a controller exchange. No patient complications have been reported as a result of this event.